Event description:
An unreportable immulite 2000 (B) (6) initial result was obtained on a patient sample. The sample was repeated in duplicate, one replicate was reactive and the second was non-reactive. After the sample was filtered, the patient sample was retested twice and the (B) (6) results were non-reactive, which is the correct result that was reported. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant high (B) (6) assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B) (6) result is unk. No further evaluation of the device is required. The instrument is performing within specifications.